Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, the recently implanted device exhibited episodes of inappropriate noise, pause, and atrial fibrillation caused by undersensing and oversensing. No intervention was performed. The patient was stable and will continue to be monitored.